Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charge and boot test was performed and passed. A pairing test was performed and passed. Functional testing was performed and passed. A review of the data log did not confirm the reported event of loss of connection. The probable cause could not be determined. No additional event or patient information is available.